Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not seen insulin exiting the patient line. A cartridge change was performed to address the issue. The customer's blood glucose level was 251 mg/dl.